Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing was not attached to the cannula upon opening, so the set was not inserted. The patient's blood glucose level was high which they tried to treat with a correction bolus via the pump. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.